Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that all of the pressure sensors were calibrated and the calibrations passed. When the ventilator was turned on, the ventilator alarmed "motor fault." The ventilator was reported for routine repair by the end user. This technical issue occurred during long-term patient ventilation using a nebulizer. There was no patient harm/injury associated with this issue. The ventilator was replaced with another unit.